Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that during device replacement procedure, the right ventricular (rv) lead was found to be outside the cardiac boundary. Perforation and diaphragmatic stimulation were noted; therefore, this rv lead was capped, and a new rv lead was implanted. No additional adverse patient effects were reported.